Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of balloon hyperinflated. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11 the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed the device inside the patient anatomy, also the balloon was filled with methylene blue. The reported event of balloon spontaneous inflation could not be confirmed with the media available. Also, the reported events of endoscopic procedure and imaging required could not be confirmed since the events happened during the procedure and the most probable cause cannot be established due to lack of evidence. Based on all gathered information, the most probable root cause selected is known inherent risk of device, since the adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2025. According to the complainant, the patient reported having discomfort, pain, and vomiting. On (B)(6) 2025, an endoscopy procedure was performed, and it was revealed that the orbera balloon was hyperinflated. The balloon was removed. There was no patient complications reported as a result of this event. The patient outcome was reported as fully recovered.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of balloon hyperinflated. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. According to the complainant, the patient reported having discomfort, pain, and vomiting. On (B)(6) 2025, an endoscopy procedure was performed, and it was revealed that the orbera balloon was hyperinflated. The balloon was removed. There was no patient complications reported as a result of this event. The patient outcome was reported as fully recovered.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of balloon hyperinflated. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11 the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned deflated where it can be observed that the ballon-colored blue, most likely it was filled with methylene blue. Additionally, during the visual inspection is possible identify a huge hole in the ballon (torn longitudinal). Also, during analysis, it was observed "microbes" in the balloon wall. Based on all gathered information, there is enough evidence to confirm the reported events of "balloon spontaneous inflation " and additionally with the evidence provided the reported code of "use of device issue - user error" can be confirmed. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device." The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was observed that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2025. According to the complainant, the patient reported having discomfort, pain, and vomiting. On (B)(6) 2025, an endoscopy procedure was performed, and it was revealed that the orbera balloon was hyperinflated. The balloon was removed. There was no patient complications reported as a result of this event. The patient outcome was reported as fully recovered.